Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Joystick will not turn off without unplugging from the connections in the rear of the chair.